Event description:
Edwards received notification that a valve model 3300tfx25mm was explanted from the aortic position after an implant duration of six (6) years and nine (9) months due to severe calcification leading to severe stenosis. A 25mm non-edwards valve was implanted in replacement.

Manufacturer narrative:
Device evaluation: customer reports of calcification and stenosis were confirmed. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the inflow aspect and 3mm on leaflet 1 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the inflow and minimal on the outflow aspect. Leaflet 1 had a 9mm tear near commissure 1 and a 10mm tear near commissure 2. Calcification was evident at the tears. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Most of the valve sewing ring was cut off around the valve and exposed the metal band around leaflets 2 and 3 on the inflow aspect. Cut off sewing ring fragments were not returned. Multiple sutures remained attached to the remaining sewing ring. Additional manufacturer narrative: calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated a1, b5, b6 and h6 (health effect - clinical code). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received notification that a valve model (B)(6) was explanted from the aortic position after an implant duration of six (6) years and nine (9) months due to severe calcification leading to mild to moderate aortic stenosis and significant aortic valve insufficiency. The patient presented with very short of breath, heavily reduced activity and reduced renal function before the procedure. A 25mm non-edwards valve was implanted in replacement. Postoperative the patient suffered from kidneys and flutter, and finally discharged home on pod 10. Post surgery visit confirmed patient was doing well.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including reduced renal function before the procedure.